Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description , clinical and health codes updated.

Event description:
It was reported that during an arthroscopy, after the t2 of the ultra fast-fix was implanted, it was hard to remove the inserter. In consequence, the t2 had to be removed with tweezers and t1 was left secured in the patient. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of 2088376 on the label. The t1 is deformed and off the needle. The t2 and suture were returned on the needle. The suture has been unraveled and tied at the bottom of the needle assembly. The knot is tightened down. The variable depth straw has not been trimmed. A functional evaluation, using a simulation meniscus, showed that the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, after the t2 of the ultra fast-fix was implanted, it could not be withdrawn. In consequence, the t2 had to be removed with tweezers. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.